Event description:
It was reported that when stimulation was on, the patient was dizzy. When stimulation was turned off, the tremor came back, but the dizziness went away. The patient had not fallen or endured any bumps. The patient's hair was cut with a vacuum style clipper on the day of report, but the patient experienced the dizziness prior to using the clipper. Additional information received reported that stimulation had not been adjusted for over a month. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was fine with the device back on 24 hours [after] the incident. No further issues were reported.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product typ programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product typ extension product ID 3387s-40, lot# v779188, implanted: 2011-(B)(6), product typ lead. (B)(4).